Event description:
It was reported that during aveir leadless pacemaker (lp) implant procedure, the lp dislodged from the catheter and became caught on tissue. The lp helix was observed to be elongate due to the adhesion to the tissue. The procedure was completed using an alternate lp on (B)(6) 2026. There were no patient consequences.